Manufacturer narrative:
It was reported that the patient had a fall recently at work. X-rays post fall were inconclusive and a plan was made to revise the head/liner, and also the cup if required. A revision surgery was performed and stem had good fixation, but cup was loose. Cup, liner, head and screws were revised. The affected r3 acetabular shell, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical analysis noted that no operative reports were received to fully evaluate the complaint. Therefore no further medical assessment can be performed at this time. The surgeon does not fault the device. Based on this investigation, the need for corrective action is not indicated. The root cause of the reported revision was due to patient fall as stated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient had a thr in situ from 2011, had a fall recently at work and has been non-weight bearing since. X-rays post fall were inconclusive and a plan was made to revise the head/liner, and also the cup if required. A revision surgery was performed and stem had good fixation, but cup was loose. Cup, liner, head and screws were revised. Re-implanted were 56 multihole cup, 5 x screws, 56/36 ceramic liner, 36+0 ceramic head.